Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl and that there was a large discrepancy between their blood glucose value and sensor glucose value. The customer did not mention any symptoms of their blood glucose levels. The customer treated with carbs. The customer¿s blood glucose level was 69 mg/dl at the time of the call. The customer reported that their blood glucose value was 39 mg/dl and that their sensor glucose value was 115 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.